Event description:
It was reported that the patient experienced sharp back pain due to right ventricular lead pacing and a perforation with pericardial effusion was noted on echocardiography. The threshold also increased to greater than 2.5 volts shortly after lead implant, but the sensing and impedance were stable. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).